Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. During the follow up transesophageal echocardiography (tee) imaging appointment 39 days post index procedure, a leak of 3mm or less was identified. The patient was instructed to remain on plavix therapy until their next follow up appointment in (B)(6) 2023.